Manufacturer narrative:
Analysis was performed to the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide device was used after flushing the marker lumen unsuccessfully. The electronic proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, the IFU deviation likely did not contribute to the reported difficulties. The reported marker lumen obstruction of flow appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.d4 correction: lot # updated from 3063041 to 3010541.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier: failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional procedure in a small bore hole. Reportedly, no bleeding from the marker lumen occurred. The device was not successfully flushed prior to use. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.